Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and damage (physical or cosmetic) to insulin pump, it had a crack on the side where the battery compartment was and was not working. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-1884l, mmt-326a, mmt-7040a, mmt-399a. Troubleshooting was performed for the high blood glucose event and the customer was using the insulin pump system within 48 hours of the reported event, the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for the cosmetic damage. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-326a. No product return is required for mmt-7040a. No product return is required for mmt-399a.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. The following were noted during visual inspection: cracked case on the battery tube side. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.